Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the insertion of impella cp device to a patient (unknown race and ethnicity) in acute myocardial infarction/cardiogenic shock was unsuccessful and the patient would expire on the procedure table in the cardiovascular lab. The patient presented to an outside facility and was found to be having a st-segement evaluation myocardial infarction (stemi). The patient was given tissue plasminogen activator (tpa) and emergently transferred in. On arrival, a repeat electrocardiogram confirmed stemi; the patient was emergently brought to the cardiovascular lab. A left heart catheterization found 100% occluded left anterior descending artery (lad). The physician utilized intracoronary thrombolysis to dissolve a thrombus in the lad which restored thrombolysis in myocardial infarction 3 flow. Upon reperfusion, the patient went pulseless and cardiopulmonary resuscitation (CPR) was initiated. Mid-CPR, the impella was emergently prepped and primed. The peel-away sheath was inserted. Due to CPR, the placement guidewire slipped out of the left ventricle while advancing the impella and the physician was unable to successfully pass the pigtail across the aortic valve. CPR continued while the physician attempted placement. A pulse check was done, and the physician made the decision to abort both CPR and impella placement after inability to achieve return of spontaneous circulation. There is not enough information to exclude the impella cp as an associated factor to the event. However, it should be noted the patient was in a state of decline without pulse at the onset of impella cp placement attempt.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of delivery issue is determined to be use issue because the issue happened during performing the CPR. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings section: pre-support evaluation section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ d6a and d6b were inadvertently omitted on the initial manufacturer device report number 1220648-2025-2709. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27094 as it is unknown if the initial reporter also sent the report to the food and drug administration. H10 instructions for use were inadvertently omitted on the initial manufacturer device report number 1220648-2025-2709.